Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros tropi es result was obtained from a patient sample processed on a vitros eciq immunodiagnostic system. There was no indication that a reagent, sample or instrument issue contributed to the event. The assignable cause of this event is unknown.

Event description:
The customer obtained a non-reproducible, higher than expected vitros tropi es result from a single patient sample processed on a vitros eciq immunodiagnostic system. Vitros tropi es result=0.313 vs. Expected < 0.012 ng/ml a biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result was reported from the laboratory. A corrected report was later issued from the laboratory based on repeat testing of the sample. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).